Event description:
General report of multiple undocumented incidences of the clave valve port sticking in the open position resulting in bleedback. The set is used as a heparin lock. When the IV is started, the set is connected, and it is "clamped" but the set is not "clamping off". The nurses state that they believe that when luer locking the syringe onto the clave port, the inside valve of the clave sticks inside, leaving an open end. The tubing is changed to solve the problem. No significant loss of blood reported as this problem is usually noticed right away, however, there has been a report of a loss of 5 access sites due to bleedback and clotting of IV sites.